Event description:
It was reported that the atrial lead was capped for unknown reason on (B)(6) 2024. No other information was available.

Manufacturer narrative:
Further information requested but was not received.